Event description:
A home care pt alleges that the pilot line inflation valve cracked and fell out of the inflation valve housing resulting in cuff deflation. It is alleged that this occurred 4 times between 3/7/98 and 3/19/98 involving the same pt. The tracheostomy tube was removed and replaced with no pt compromise.